Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
New information received notes that programming changes were made. There were no adverse consequences to the patient.

Event description:
It was reported that when an asymptomatic patient presented in clinic follow-up, post-paced t wave oversensing on the ventricular channel was observed. Programming changes were recommended.